Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the hydrophilic tip of the jagwire was found to be peeled exposing the tip of the metal corewire. This guidewire was not used and a new jagwire was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of guidewire hydrophilic tip detached exposing the tip of the corewire the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax section was detached, exposing approximately 3.5 cm of the tip of the metal core wire. The distal tip presents pebax damage next to the section detached. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return the pebax section detached exposing the tip of the core wire and the distal tip presents the pebax section damage close to detached section. It is most likely that the handling of the device when taken out of the package may contributed with the issue reported, therefore the most probable root cause is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the  reported lot number 15697905.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2013. According to the complainant, during unpacking, the hydrophilic tip of the jagwire was found to be peeled exposing the tip of the metal corewire. This guidewire was not used and a new jagwire was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.